Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that there was a lead warning for low impedance and that there was a possible insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.